Event description:
Based on additional information received on 15-dec-2017 from a health care professional, the case was medically confirmed. Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction was added). This case was related to case: (B)(4) this unsolicited case from united states was received on 20-nov-2017 from other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and on the same day was unable to bear weight, unable to stand, had burning sensation, sharp stabbing pain, knee catching and knee swelling and after an unknown latency patient had fluid build up. Also device malfunction was identified for the reported lot number. Patient's medical history included degenerative joint disease (djd), knee joint effusion, meniscus tear, edema, left knee arthroscopy, high blood pressure and type 2 diabetes. Patient had euflexxa in 2014 and synvisc-one on (B)(6) 2016. Concomitant medications included metformin hydrochloride (metformin), lorazepam, atenolol, omeprazole and hydrochlorothiazide. On (B)(6) 2017 (wednesday), patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (indication: not provided; batch/lot number: 7rsl021 and expiration date: may-2020) in bilateral knees. On the same day, patient had knee swelling, catching, was unable to stand and bear weight, burning sensation and sharp stabbing pain. Patient had to use crutches, icing, non-steroidal anti-inflammatory drugs (nsaid). On an unknown date in (B)(6) 2017, after unknown latency, patient had fluid build-up. On (B)(6) 2017, patient had a bilateral x-ray that showed bilateral djd. Patient was coming in to be aspirated on (B)(6) 2017. This was a repeat treatment for her. On (B)(6) 2017, labs were normal. Patient was followed up on (B)(6) 2017, and was improving but still had pain/catching. It was reported that treatment with synvisc one was restarted with a different lot. Corrective treatment: icing and nsaid's for burning sensation, sharp stabbing pain, knee swelling, crutches for unable to bear weight, unable to stand, not reported for other events except device malfunction outcome: recovering for unable to bear weight, unable to stand, burning sensation, sharp stabbing pain, knee swelling; not recovered for knee catching and unknown for other events a pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for unable to bear weight, unable to stand and device malfunction additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Follow-up was received on 16-dec-2017. No new information was received. Additional information was received on 15-dec-2017 from a health care professional. The case was medically confirmed. Patient's height was added. Medical history and concomitant medications were added. Additional events of burning sensation, sharp stabbing pain and knee swelling were added along with details. Event term unable to bear weight was updated to unable to bear weight, unable to stand. Seriousness criteria of device malfunction was updated from important medical event to disability. Outcome of unable to bear weight, unable to stand was updated from unknown to recovering. Event onset of device malfunction was updated from nov-2017 to 15-nov-2017. Dose of synvisc one was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint effusion, difficulty standing and weight bearing difficulty. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration for joint effusion and weight bearing difficulty. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded. Additionally the medical history could be a confounder for the events.

Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction was added). This case was related to case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after an unknown latency patient was unable to bear weight and had fluid build up, also, device malfunction was identified for the reported lot number. No relevant concomitant medications, medical history and concurrent conditions were reported. Patient had euflexxa in 2014 and synvisc-one in 2016. On (B)(6) 2017 (wednesday), patient received treatment with intra- articular synvisc one injection, once (dose and indication: not provided; batch/lot number: 7rsl021 and expiration date: may-2020) in bilateral knees. On an unknown date in (B)(6) 2017, after unknown latency, patient had fluid build-up and was unable to bear weight. Patient was coming in to be aspirated today ((B)(6) 2017). This was a repeat treatment for her. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction. Additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint effusion and weight bearing difficulty. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.